Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2014: the patient presented underwent re-opening of cervical incision for placement of left-sided rod, use of bmp, and removal of left sided c3 screw. As per-op notes, "one medium bmp was placed on the left of c2-3 region side to ensure fusion and prevent sub-sequent failure of hardware." The patient was in good neurologic condition. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.